Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was verified and attributed to a software timeout. A review of the device logs indicate the device experienced a self-test timeout condition whick led to the battery becoming fully depleted. The main board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up and the device displayed a red "x" indicator. Complainant did not indicate that there was any patient involvement in the reported malfunction.